Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Visual, dimensional and functional analysis could not be performed as the explanted cage was discarded. Conclusion:. The most likely cause was determined to be related to not opening up enough disc space prior to the cage insertion for the patient's tight disc space.

Event description:
It is reported that the surgeon did a couple taps during insertion of the cage and tried to turn and steer the cage. The nose of the cage was in the disc space was under load and the rest of the cage was not in. When rotating and steering the cage, it gave way behind the nose and it broke into multiple fragments that did not fall in the patient cavity. All fragments were retrieved. Used 1 mm smaller sized cage to complete the procedure (10 mm) procedure was completed successfully. No adverse consequences of the patient reported.

Event description:
It is reported that the surgeon did a couple taps during insertion of the cage and tried to turn and steer the cage. The nose of the cage was in the disc space was under load and the rest of the cage was not in. When rotating and steering the cage, it gave way behind the nose and it broke into multiple fragments that did not fall in the patient cavity. All fragments were retrieved. Used 1mm smaller sized cage to complete the procedure (10mm) procedure was completed successfully. No adverse consequences of the patient reported.